Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the report of a power cord burning at the wall socket. A review of the device event log was unable to identify a failure or malfunction that could have cause or contributed to the reported event. During evaluation, a visual inspection of the device confirmed the reported problem and identified that the power cord was burnt. It was determined that a faulty power cord was the cause of the reported issue. The power cord was changed and the device passed further electrical safety testing. The faulty power cord was scrapped. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of a homechoice (hc) had started to burn at the wall socket during treatment. No patient injury or medical intervention was indicated in association with this report. No additional information is available.